Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The hinged lids of the accelerator aps can fall, if the lids are not fully opened as designed, representing a potential injury hazard to the operator. A product correction was issued and reportedto the FDA on may 15, 2007.